Manufacturer narrative:
Concomitant medical devices: product ID: 3888-45, lot# va08w7z , implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 3888-45 ,lot# va08w7z, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 3708220 ,serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The patient reported they had the implantable neurostimulator (ins) replaced because the wires came loose. Relevant medical history includes spinal pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative (rep) reported the patient had two subcutaneous leads and a thoracic lead. The patient gained weight prior to changing the battery and stopped feeling stimulation in the tailbone area with the weight gain (subcutaneous leads).the rep. Was able to reprogram and get more coverage in the patient's legs and low back.